Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the firing knobs were slightly advanced and the articulation lever was in neutral position. Functional evaluation showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the reload were loaded onto the stapler, but the jaw failed to open during test. There was no patient involvement.